Manufacturer narrative:
Model number/catalog number: sc-2138-50. Serial number: (B)(4). Batch/lot number: 186393/a39189. Model/catalog description: phase iii linear lead - 50 cm. Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 282258/282266. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had inadequate stimulation and underwent an explant procedure. No further information could be obtained.